Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file and the log file downloaded from the returned controller (serial number: (B)(4); however, the alarm was not reproduced during testing. The submitted and downloaded log file contained approximately 12 days of data combined ((B)(6)2019 ¿ (B)(6) 2019 per the timestamp). The log files captured backup battery fault alarms due to a backup battery load test failure on (B)(6) 2019 from 7:44:38 until the controller was exchanged on (B)(6) 2019 at 12:25:31, which was the last event in the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2019 at 12:24:43 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The returned controller was tested with the returned backup battery. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller and battery passed each time without issue. Additional information provided stated that the patient has had no further issues since exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. Additionally, these sections caution the user not to twist, kink, or sharply bend the system controller power cables. Heartmate iii instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed a yellow wrench alarm. The system controller indicated to change the backup battery. The backup battery was inspected by the vad coordinator and found to be inserted properly, not expired, and with connector fully inserted. During log file analysis, the backup battery faults were confirmed. The system controller was exchanged and the issue resolved.